Manufacturer narrative:
The technician replaced the siderail as well as the siderail controls to repair the bed.

Event description:
Information received indicates the siderail was ripped away from its mounting screws and the caregiver controls wouldn't work.